Event description:
It was observed that during the device evaluation, the video telescope exhibited a green stain appearing on the lower left due to charged coupled device unit failure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the charged coupled device failed causing a green stain on the image. The following non-reportable malfunctions were found during the device evaluation: the light guide connectors were worn and the serial ring was loose. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was a defect in the adhesive connection of the charge-coupled device (ccd) chip, which was likely caused by wear and tear. Subsequently, the malfunction occurred. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.